Event description:
It has been reported that a revision surgery was performed due to severe bone recession and acute infection, which was indicative of metal sensitivity. The patellar component was not removed. The implants will not be returned for analysis, because they are in the possession of the patient.